Event description:
It was reported that the programmer powered up to an error. The programmer was returned for service. There was no patient involvement.

Manufacturer narrative:
Product event summary: analysis confirmed the customer comment that it booted to an error and it was determined that the media processing unit board was out of specification and it was therefore replaced. It was further determined that the software had not migrated to windows and the hard drive was reimaged, that the link electronic module board was contaminated and it was replaced and calibrated, that the stylus was missing so it was replaced and that the system fan was noisy and it was also replaced.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).